Manufacturer narrative:
Further information was requested but yet not received.

Event description:
It was reported that a patient presented with undersensing resulting in far r-wave oversensing and inappropriate automatic mode switch episodes on their pacemaker (pm). Programming changes were recommended, but no changes or intervention was reported. There were no patient consequences.

Event description:
It was reported that a patient presented with undersensing resulting in far r-wave oversensing and inappropriate automatic mode switch episodes on their pacemaker (pm). Programming changes were recommended, but no changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but yet not received.